Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test multiple times. The customer's blood glucose reading was 294 mg/dl at the time of incident. Customer declined troubleshooting for high and low blood glucose. Troubleshooting explained alarms to the customer and indicated to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor; unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No battery out limit, blank display or failed battery alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolation tape damage was noted on the lcd board. The insulin pump passed displacement test, self-test, off no power test, rewind and basic occlusion test. No motor error alarm noted during our testing. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.